Event description:
On (B)(6) 2013, the reporter contacted animas alleging a history/settings issue. The reporter alleged that the pump has not been storing information in the history correctly for over a year prior to the complaint. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/07/2013 with the following findings:the pump was exercised for 24 hour, no alarms occurred during the test. Pump¿s cover was removed, no short or intermittent condition was found to the force sensor flex pins, no debris or damage was found to drive assembly. There was no defect found.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, and will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.